Event description:
It was reported that during a routine follow up this pacemaker was found to be in safety mode. The physician plans on replacing the device. At this time, the device remains in service. No additional adverse patient effects reported.

Event description:
It was reported that during a routine follow up this pacemaker was found to be in safety mode. The physician plans on replacing the device. At this time, the device remains in service. No additional adverse patient effects reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted that it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with supplied battery component.

Event description:
It was reported that during a routine follow up this pacemaker was found to be in safety mode. The physician plans on replacing the device. At this time, the device remains in service. No additional adverse patient effects reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.